Event description:
Initially it was reported by arjohuntleigh representative that two new castors broke off and brake wasn't working well. Castors did not seem to be tightened completely. Unit was taken out of service, fault was discovered before use of the product. Ref MFR # 9611530-2014-00014.